Event description:
Stent compression with restenosis and possible occlusion present was reported by our study database. Initial report received indicated that there was stent compression due to severe calcification of the superficial femoral artery (sfa) approximately one year after stent implantation. Twenty four hours prior to index procedure, the patient was given 100mg of aspirin and 75mg of clopidogrel. Two smart control stents were implanted overlapping in the right mid and distal sfa. The vessel was not tortuous. This was a calcified/eccentric de novo lesion. The lesion measured 180mm in length and there was 100% stenosis present. Reference vessel diameter was 6mm. Lesion was predilated. The site reported as an extremely difficult intervention, especially to get intra luminal re-access to the true lumen distal at target lesion because of high-grade calcification. Percentage stenosis after stent placement and after post-dilatation was 20%. Total dose of heparin during the procedure was 2500iu. Medication at discharge was aspirin and clopidogrel. There was no indication at this time of an adverse event associated with the stent compression. There was no indication that the stent was retenosed, that blood flow was limited or that any intervention was required.

Manufacturer narrative:
Additional information received at a later date indicated that only the proximal stent was involved with the stent compression. There was no evidence of stent fractures or thrombosis; however, there was significant restenosis and perhaps occlusion seen. Due to heavy clacification, an exact ultrasound evaluation of this area was not possible. A post-stenotic image was seen distally with doppler exam. A short distance occlusion cannot be excluded. Medical antiplatelet therapy was administered; however, there is persistent stenosis with rutherford 2 grade claudication. No intervention was performed due to mild limitation of the patient in his daily life. This event was made possibly related to both the device and the procedure. This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.